Manufacturer narrative:
Additional information: h3 plant investigation: the pump head was returned to the manufacturer with tubing attached. When the pump head housing was removed, blood residue/clotting was found inside and underneath the rotor. The rotor was not moveable (vertically or rotationally). The clot inside the rotor was removed. Damage was visible on the ball bearing of the rotor and the ceramic ball at the tip of the rotor had sunk into the material of the rotor. This was most likely caused by ineffective cooling due to the clot inside the rotor. No evidence of a non-conformance was observed during review of the pump head manufacturing records. The available log data showed an uneventful run for 67 days until (B)(6) 2021, when the blood flow dropped from 3840 ml/min to 35 ml/min, and 45 minutes later the console displayed the alarm #103 ¿ fault pump head. The investigation of the returned pump head showed that the rotor was blocked due to clotting which most likely caused the pump head to stop. The application period for this device is 29 days, which was exceeded considerably. Based on a total runtime of 67 days, a product failure can be ruled out. Most likely, the pump stopped due to patient-induced factors of coagulation issues.

Event description:
It was reported that the pump head stopped during a patient¿s extracorporeal membrane oxygenation (ECMO) treatment. The batch number of the xlung kit was not provided. The treatment had begun 67 days prior. The patient was on ECMO due to a covid-19 infection. It was reported that an 'alarm # 103 - pump head failure (thrombus?)' Was displayed on the console when the pump head stopped. The pump did not restart, and the kit and console were replaced. The patient was able to complete treatment after the kit and console were changed. The reported problem did not result in any patient adverse effects, or the need for any medical intervention. The estimated volume of blood loss was not provided. There were no warning signs leading up to the failure, and nothing unusual was noted on the pump head. The pump head was confirmed to be securely attached to the pump drive. It was reported that there may have been a clot in the pump head, but no defects were visible in the photo that was provided for review. The sample was reportedly received for evaluation.

Event description:
It was reported that the pump head stopped during a patient¿s extracorporeal membrane oxygenation (ECMO) treatment. The batch number of the xlung kit was not provided. The treatment had begun 67 days prior. The patient was on ECMO due to a covid-19 infection. It was reported that an 'alarm # 103 - pump head failure (thrombus?)' Was displayed on the console when the pump head stopped. The pump did not restart, and the kit and console were replaced. The patient was able to complete treatment after the kit and console were changed. The reported problem did not result in any patient adverse effects, or the need for any medical intervention. The estimated volume of blood loss was not provided. There were no warning signs leading up to the failure, and nothing unusual was noted on the pump head. The pump head was confirmed to be securely attached to the pump drive. It was reported that there may have been a clot in the pump head, but no defects were visible in the photo that was provided for review. The sample was reportedly received for evaluation.

Manufacturer narrative:
This information was inadvertently omitted from the initial report. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the pump head stopped during a patient¿s extracorporeal membrane oxygenation (ECMO) treatment. The batch number of the xlung kit was not provided. The treatment had begun 67 days prior. The patient was on ECMO due to a covid-19 infection. It was reported that an 'alarm # 103 - pump head failure (thrombus?)' Was displayed on the console when the pump head stopped. The pump did not restart, and the kit and console were replaced. The patient was able to complete treatment after the kit and console were changed. The reported problem did not result in any patient adverse effects, or the need for any medical intervention. The estimated volume of blood loss was not provided. There were no warning signs leading up to the failure, and nothing unusual was noted on the pump head. The pump head was confirmed to be securely attached to the pump drive. It was reported that there may have been a clot in the pump head, but no defects were visible in the photo that was provided for review. The sample was reportedly received for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.